Manufacturer narrative:
The investigation into the introducer damage ¿ mechanical has been completed. The product was not returned. As per the clinical information provided, the root cause of the access site bleeding for the patient was patient condition. It was reported that the oozing of blood was observed at the access site and the low platelet count is the cause for oozing that identifies as the potential cause for oozing.

Event description:
The user facility reported a 80-year-old male undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. The patient experienced oozing/bleeding from their access site during impella support. The dressing was changed and that patient was given an unspecified quantity of blood products and platelets to counteract the condition. Support continued with the implanted pump following the intervention.

Manufacturer narrative:
The impella device was not returned by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records.